Event description:
We have been informed that there is a post-surgery infection and the surgeon is inquiring if the tissue could be related to the infection.

Manufacturer narrative:
Donor (B)(6) created 42 lots, 38 have been distributed. 1 allofuse plus dbm putty 10cc. 2 allopure evans wedges. 11 biomax putty plus chips. 1 fascia. 2 medial femoral hemicondyle. 2 lateral femoral hemicondyle. 2 medial meniscus. 2 lateral meniscus. 1 gracillis. 1 jrf doublestrand anterior tibialis. 1 jrf doublestrand posterior tibialis. 12 stryker dbm plusputty 10cc. 1 single strand gracillis. 2 single strand semitendinosus. 1 tibialis tendon anterior.